Event description:
It was reported by the aci vascular closure specialist that a (B)(6), underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f terumo sheath. A pre-procedure femoral angiogram revealed a small shadow of calcium present in the vicinity of the puncture site, and the vessel size to be approximately 6 mm. Following the procedure, the physician, who is a trained user of the mynx, selected the mynxgrip vascular closure device 6f/7f for femoral arterial closure. It was reported that as the physician attempted to shuttle, the shuttle jammed. The physician removed the device and converted the patient to 20 minutes of manual compression. Hemostasis was successfully achieved.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1207903) indicated that the device lot met all established performance criteria prior to shipment.